Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4; d9. H3, h6: a product investigation was conducted. Visual inspection: a cannulated hexagonal screwdriver for 7.3mm cannulated screw (part #: 314.05, lot #: 4831371) was returned and received at us cq. Upon visual inspection, the device was observed to have twisted and cracked near the distal end of the tip. No other issues were identified. Document/specification review: based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed: dimensional inspection: complaint relevant dimensional inspection cannot be performed due to the post manufacturing damage. Investigation conclusion: the complaint condition was confirmed as the tip was twisted and cracked. There is no indication that a design or manufacturing issue has caused the issue. While no definitive root cause could be determined based on the provided information, it is possible that the device was encountered unintended forces. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part # 314.05, synthes lot # 4831371, supplier lot #, release to warehouse date: 27 aug 2004. Manufactured by synthes brandywine. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. G1.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, upon routine inspection it was noticed the tip of the cannulated screw driver to be frayed thus rendering it unusable. There was no patient involvement. This report is for 1 cannulated 4.0mm hexagonal screwdriver. This is report 1 of 1 for complaint (B)(4).